Event description:
It was reported by the affiliate that when the device was used during a colectomy procedure, it would not staple or cut. Antoher device was used to complete the case. There was no consequence to the patient.